Event description:
During the atrial tachycardia procedure, the procedure was cancelled after the first ablation attempt. It was noted that there was noise on the current pfa generator and the device stopped delivering energy. The current pfa generator was rebooted and the cable connections were checked. The issue persisted and the procedure was stopped after the first energy application. The current pfa generator issue could not be resolved, and the procedure was cancelled with no adverse patient health consequences.